Event description:
Two days after the pt's left implantable neurostimulator (ins) was replaced impedance readings were greater than 2000 ohms on all or some of the unipolar pairs. The ins was interrogated; the battery voltage read 3.60v and "ok", the pulse width was 90, the rate 185, case+ and 1-. The therapy impedances were equal to 1120 and the current was equal to 29. The out-of-range electrode impedances were 0/c, 0/1, 0/2, 0/3, and 1/3; all had impedances over 2000 and a current of 10. The pt's therapy was good and there were no adverse symptoms. It was noted that the physician's 8840 programmer was malfunctioning (not saving reports, etc.). The plan was to re-interrogate the ins at the pt's next clinic visit using a different 8840 physician programmer. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.